Manufacturer narrative:
The device was not returned. The lens was returned wrapped in damp gauze inside the carton. One haptic is broken-gusset area (not all pieces returned. The optic is cut into two pieces typical of a removal. One portion has a crack near the center. Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause for the reported lens damage could not be determined. Only the damaged iol was returned. The damage near the center of the optic may indicate the lens/plunger was not in an acceptable position for advancement. The dfu instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported that during an intraocular lens (iol) implant procedure, the surgeon noted a crack in the lens after it was inserted into the patient's eye. The incision was enlarged and the lens was removed from the eye. Another lens was implanted instead. The surgeon also indicated that during the initial injection, there was resistance.